Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty battery. The battery would not charge and indicated errors consistent with the battery current below the specified range. The battery was replaced. Additional information received from the customer during the investigation indicated that this device is kept on the ambulance plugged into the auxiliary power with the battery remaining in the device while it is not in use. Zoll suggests that customer's have a sufficient number of battery packs and chargers to ensure adequate supply of fully charged primary and spare use battery's. It is also suggested that batteries be rotated to a schedule based on usage and periodic deep cycling. The battery involved in the reported event was manufactured at the end of 2015 and determined to be approximately 36 months old. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old female patient, the device would not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.